Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that a burning smell emanated from the lightsource when the lightcable was connected. It was further reported that the lightcable did not work.